Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his monitor. The pt¿s downloaded regularly revealed ¿battery ir test failure¿ flags on both of the pt¿s batteries. The pt was provided with a replacement monitor and two battery packs.

Manufacturer narrative:
Device eval summary: the cause of the battery ir test failure flags has been isolated to the monitor. Device eval of monitor sn (B)(4) has been completed. The reported problem (battery ir test failure) has been confirmed. Upon eval, both the positive and negative leads of high-voltage capacitator c19 were detached from the solder pad. The cause of the ¿battery ir test failure¿ flags is a high internal resistance reading (11,000+). The cause of the high internal resistance reading is insufficient current through the battery while performing the ir test. The cause of the insufficient current is a lack of voltage from the high-voltage capacitors. The cause of the lack of voltage is the inability to properly charge the capacitators. The cause of the inability to properly charge the capacitators is fractured solder connections (positive and negative leads) at the high voltage capacitor (c19). The cause of the fractured connection is likely sever mechanical shock from physical impact. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The pt received a replacement monitor.